Event description:
It was reported that during use, the compressor mini went into standby mode, but would not restart. There was no patient harm reported. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. Our field service engineer confirmed the reported issue on-site. The standby valve was replaced and the compressor was returned to service after successful functional testing was completed. The returned standby valve was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor delivered air normally without going into standby in a long term test. When wall air was connected, the standby valve put the compressor in standby as expected. The conclusion is that the standby valve was working as expected when tested in a reference compressor. Nothing unusual was noticed during the ocular and microscopic inspection inside of the returned standby valve. We could trace back the reported problem to (B)(6), therefore, the date of event was determined as (B)(6) 2017.

Event description:
(B)(4).